Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 36 events were reported for this quarter. Product return status: 36 devices were received.   Event confirmation status: 6 reported events were confirmed; the cause traced to component failure. 5 reported events were not confirmed. 25 device evaluations are still in progress. Evaluation results: 6 devices were found to be affected by a hole in the hose. 5 devices had no device problem found. Additional information : 36 devices were not labeled for single-use. 36 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 36 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 33 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 36 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 33 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 36 previously reported events are included in this follow-up record.   Product return status 36 devices were received. Event confirmation status 25 reported events were confirmed. 11 reported events were not confirmed. Evaluation results 25 devices were found to be affected by a hole in the hose. 11 devices had no device problem found.